Manufacturer narrative:
Correction report source on initial should have included: foreign, other: (B)(4).

Manufacturer narrative:
Patient information was unavailable from the site.a site representative declined to provide patient information. No parts have been received by the manufacturer for evaluation. A medtronic representative has not traveled to the site, so no findings possible at this time.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the communication cable between the navigation system and the imaging system was intermittently malfunctioning, causing a possible issue with the navigation system software. The use of the navigation system was discontinued because of this issue. There was a reported delay to the procedure of less than 1 hour due to this issue, and the patient was not impacted.